Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer was unable to successfully load a cartridge and resume insulin therapy as the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.